Event description:
Saw on the tv news that neti pots are killing adults. Just wanted to make sure these are not being used by or for children rather than old-fashioned vaporizers. Are you going to issue a warning? Document (B)(4). Report number: (B)(4).